Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts from the centre of the stent were distorted, misaligned and stretched 12mm distally past the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. There were no issues noted with the profile. The hypotube was kinked 28mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 2.25 promus premier stent was advanced to treat the lesion. However, resistance was encountered between this device and the lesion. The device was removed from the patient and upon inspection, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patients's status was good.

Event description:
It was reported that stent damage occurred. A 32 x 2.25 promus premier¿ stent was advanced to treat the lesion. However, resistance was encountered between this device and the lesion. The device was removed from the patient and upon inspection, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patients's status was good.